Event description:
Possible allergic reaction to gloves. It was reported that as soon as nurse put gloves on "nurse's hands started burning." Then hands were "red and swollen, felt light headed/dizzy, throat closed up". Rec'd oral and IV benedryl and IV decadron. Treated by e.r. Where it was noted by the doctor that the nurse's throat was red and swollen. No known allergies were reported. Condition was stable after treatment and the nurse was sent home. The risk manager stated that this is the "first ever problem of this nature." And they have used this tray for "years". Doctor wants to know all the materials in the gloves and wants confirmation that the gloves and packaging are latex-free.